Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that during an elective explant for normal battery depletion, difficulty was exhibited during the retraction attempts of two setscrews, while the remaining setscrews were retracted as intended. It was reported the supplied torque wrench failed to exhibit the sufficient torque capability, to successfully loosen the setscrews. As a result, the physician elected to cut the right ventricular and right atrial leads from the header, thus eliminating their potential for reuse. The following day, the cut leads were extracted and all products are intended to be returned for a post market assessment. No additional adverse patient effects were reported and implant of new products, communicated as successful in the absence of further complications.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, pre-decontamination inspection noted the header had been separated into two pieces and damaged. Additionally, the right atrial setscrew was stuck in the up position, indicating it had been released during the explant procedure; all other setscrews moved freely and operated normally. The amount of force required to release the atrial setscrew from its stuck up position, was reported as 26 in-oz; 8 in-oz over specification indicating the setscrew had been retracted up into the retainer ring. Post decontamination inspection noted a lead pin returned in both the ra lead barrel and within the rv- connector block; the rv+ connector block was completely missing. Laboratory engineers were able to remove the pins without difficulty. Multiple torque wrenches were returned with the device; of which, only one is approved for use with this device model. The remaining wrenches returned with the device are known to provide greater torque than allowed for this device model, thus contributed to overtorque damages. Device counters and therapy history revealed that the product was able to deliver therapy prior to explant and automated testing verified functionality. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.